Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up two weeks following original implant, right ventricular (rv) lead loss of capture was noted during ventricular threshold testing. Maximum voltage and 1.0 pulse width applied. It was revealed that this patient has node disease rendering the atrial lead to also be life-sustaining; however, no issues occurred with the atrial lead. The physician hospitalized the patient and repositioned this rv lead successfully. No additional adverse effects were noted.